Event description:
A malfunction alarm with code malf 24 was reported. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating the level was within a normal range. Technical support resolved the issue by arranging to send a replacement pump with updated software, and the customer continued using the current pump and multiple daily injections as a backup. Instructions were provided to the customer for handling both the replacement and the return of the problematic pump.